Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device evaluation, the gastrointestinal videoscope grip had foreign objects. However, the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope grip had foreign objects. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: grip has foreign objects; connecting tube has foreign material; adhesive on bending section cover or distal sheath rubber has bubbles; universal cord has a wrinkle; angulation works but angulation control knob feels too stiff; due to breakage of light guide bundle, illumination is poor; on water detection sticker 1a, dots are smudged and connected; due to wear of angle wire, bending angle in upwards (up) direction does not meet the standard value; objective lens has a chip; all switches do not work; connecting tube has foreign objects; light guide lens has a crack; image guide protector has a cut; distal end cover has stain; due to dirt on light guide cover glass, illumination is poor; the nozzle is clogged; scope cover is sticky; due to deformation of upward, downwards knob, bending angle in upwards direction exceeds the standard value; due to breakage of light guide bundle, illumination is uneven; on water detection sticker 1b, dots are smudged and connected; connecting tube has a wrinkle; third party repair has been performed; control section has corrosion; insertion tube is deformed or snaky; and insufficient light from the light guide lens. Should additional relevant information become available, a supplemental report will be submitted.